Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there were data gaps on the receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Upon further review of the complaint, report number 3004753838-2016-23578 was submitted in error. The patient did not report that there were data gaps on the receiver. Please disregard all information included in the report as the correct report was reported under MFR number 3004753838-2016-54979.